Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. It was noted that impedance trends showed measurements in the 100-120 ohm range for the last year, which suggests this was likely attributed to lead calcification/physiologic changes. The decision was made to bring the patient in to reset the alert, possibly increase the alert limit, and continue to monitor the situation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. It was noted that impedance trends showed measurements in the 100-120 ohm range for the last year, which suggests this was likely attributed to lead calcification/physiologic changes. The decision was made to bring the patient in to reset the alert, possibly increase the alert limit, and continue to monitor the situation. This rv lead remains in service. No adverse patient effects were reported. Additional information received confirmed that no fault codes were observed. The patient was scheduled to meet with the physician to discuss possible options, however no interventions were performed at this time. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. It was noted that impedance trends showed measurements in the 100-120 ohm range for the last year, which suggests this was likely attributed to lead calcification/physiologic changes. The decision was made to bring the patient in to reset the alert, possibly increase the alert limit, and continue to monitor the situation. This rv lead remains in service. No adverse patient effects were reported. Additional information received confirmed that no fault codes were observed. The patient was scheduled to meet with the physician to discuss possible options, however no interventions were performed at this time. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.